Event description:
It was reported that the patient experienced over stimulation of the device. No device malfunction was suspected. All components were explanted and the patient was doing well postoperatively.

Manufacturer narrative:
Sc-8416-50, (sn:(B)(6)). The returned lead was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patient experienced over stimulation of the device. No device malfunction was suspected. All components were explanted and the patient was doing well postoperatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in 2019. Additional suspect medical device component involved in the event: product family: scs-paddle leads-MRI, upn: m365sc8416500, model: sc-8416-50, serial: (B)(6), batch: 7028826.

Event description:
It was reported that the patient experienced over stimulation of the device. No device malfunction was suspected. All components were explanted and the patient was doing well postoperatively.

Manufacturer narrative:
Sc-1200 (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. The implantable pulse generator (ipg) exhibited normal device characteristics. The current leakage test has verified that there is no loss of electric current, and the residual gas analysis confirmed that the case is intact.